Manufacturer narrative:
Product return was not received. A valid production code has not been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Case description: consumer e-mailed stating part of the brush head came off in his/her mouth while brushing, and questioned why the head would break. No injury was reported.